Event description:
It was reported PICC fracture. Patient attended chemo unit. Checks carried pre chemo no venous returned. Chest xray carried out to confirm tip of PICC position, in satisfactory location. Discussed with doctor, alteplase administered as prescribed/policy. PICC now patent. Staff prior to starting chemo sn flushed PICC line noted leaking at exit site. Internal fracture noted at 3cm. Dwell time 50 days, cut length 44 cm, no occlusions prior to (B)(6) 2024. PICC was inserted in brachial vein. Incident occurred during use. Secured with secureacath. Exit site marking 3cm. Drug details: folfiri regimen. 24 hour delay in patient's treatment. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. The returned product sample was evaluated and a split was observed in the catheter tubing between the 12 cm and 13 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an additional kink was observed about 1 cm proximal to the observed split. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC fracture. Patient attended chemo unit. Checks carried pre chemo no venous returned. Chest xray carried out to confirm tip of PICC position, in satisfactory location. Discussed with doctor, alteplase administered as prescribed/policy. PICC now patent. Staff prior to starting chemo sn flushed PICC line noted leaking at exit site. Internal fracture noted at 3cm. Dwell time 50 days, cut length 44 cm, no occlusions prior to (B)(6) 2024. PICC was inserted in brachial vein. Incident occurred during use. Secured with secureacath. Exit site marking 3cm. Drug details: folfiri regimen. 24 hour delay in patient's treatment. No other information was provided.

Event description:
It was reported PICC fracture. Patient attended chemo unit. Checks carried pre chemo no venous returned. Chest xray carried out to confirm tip of PICC position, in satisfactory location. Discussed with doctor, alteplase administered as prescribed/policy. PICC now patent. Staff prior to starting chemo sn flushed PICC line noted leaking at exit site. Internal fracture noted at 3cm. Dwell time 50 days, cut length 44 cm, no occlusions prior to 4/9/2024. PICC was inserted in brachial vein. Incident occurred during use. Secured with secureacath. Exit site marking 3cm. Drug details: folfiri regimen. 24 hour delay in patient's treatment. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed and determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 12 cm and 13 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an additional kink was observed about 1 cm proximal to the observed split. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.